Event description:
A hosp (B) (6) reported via a distributor that an air leakage was detected from the expiratory tube of an rt206 adult breathing circuit during set up. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the returned adult breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Results: the water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. A leak was detected at the joint of the bowl and the lid of the water trap. We were unable to do a lot check as no lot info was provided with this complaint. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. It is likely that the water trap bowl and lid were assembled incorrectly during production. Our monitoring and trending of water trap leaks in adult breathing circuits has a rate of occurrence worldwide (B) (4).